Event description:
In 2007, the pt reported that her infusion device was beeping continuously and "2.01" was displayed on the screen. The pt was driving and did not have supplies to troubleshoot and stated that she would call back . Upon follow up in 2007, the pt stated, that she changed the power pack and the infusion device functioned properly. The pt was aware of the power pack recall. She was advised to discard all recalled power packs and to only used corrected power packs. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.